Event description:
The complainant communicated additional info relevant to this complaint when notifying leica microsystems of a subsequent unrelated complaint. The info provided indicated that four (4) pts had been re-biopsied. This info was inadvertently not referred for eval and f/u at that time. Confirmation of the info which had previously been provided together with additional specific pt details were sought from the lab as a consequence of subsequent review and eval of the info in the complaint management system. On (B)(6) 2012, the organization advised that tissue from three (3) cases [not four (4)] was "not interpretable." Refer to MFR report# 8020030-2012-00026 submitted for the peloris 11 tissue processor and MFR reports #8020030-2012-00059 and 8020030-2012-00060 for specific details of the other pts involved. Final confirmation was received from the organization on (B)(6) 2012 that one (1) pt only has actually been re-biopsied (MFR report #8020030-2012-00060). As of (B)(6) 2012, leica microsystems has been unable to confirm re-biopsy of the pt who is the subject of this report.